Event description:
A nurse reported to baxter (B)(6) of an issue of a high drain alarm 102, which occurred on homechoice device during use. This alarm meets the criteria for increased intra peritoneal volume(iipv). There was patient involvement but no patient harm was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). This complaint was confirmed during the event history log review and the root cause was determined to be one or more cycle?s advances to next fill when slow / no flow occurred above the min drain volume threshold.